Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. It was noted that the registration data was reviewed. It was reported that the registration points were sinking into the model. It was also noted that the system has been used for cases since and the registration had gone well in those cases. Software files have been received by the manufacturer. However, analysis has not been complete at the time of filing. (B)(4), are associated with the system checkout. (B)(4), are associated with the software files. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the surgeon was having difficulty getting a passing registration. They eventually got a passing registration, but they were 3 mm inaccurate. The procedure was completed using the navigation system. There was no patient impact.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient information to determine root cause of the issue (B)(4) are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the procedure was a cranial resection.

Manufacturer narrative:
H2) additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the case was a crani case. There was a fifteen minute delay for extra registration. The issue resolved with acceptance of the registration. It was noted that something was not correct but it was not possible to figure out why it was not a smooth registration process.